Event description:
Pacemaker lead fracture: (B)(6) mentally disabled pt reported to the emergency dept with increased frequency of falls; was in complete heart block with occasional junctional escape rhythm. Lead impedance was >3000 ohms. External pacemaker applied; lead and device changed on (B)(6) 2015. Lead was 8 years old.